Event description:
Patient was revised to address knee pain. Intraoperatively found that the femoral component was loose.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records were not provided. Theinvestigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported pain and device loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.